Event description:
This lead was implanted on (B)(6) 2008 and remains implanted and capped. On (B)(6) 2013, it was noted that there was out of range impedance measurements and high lv thresholds of 3.3v at 0.8ms. The physician was dr. Coulshed at nepean hospital great western in australia. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).